Event description:
It was reported that the user received a brief sensor issue alert and experienced signal loss from a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas, while glucose readings continued to display in the dexcom app and the sensor reconnected during the call without intervention. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury and no health impact. User support included troubleshooting and education regarding transient communication interruptions between the sensor and the ilet. Investigation of this case revealed a temporary wireless communication disruption consistent with brief sensor issue behavior, with no device component damage identified and function restored after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue between the cgm and the ilet.